Manufacturer narrative:
Concomitant medical products: product ID: e volutr-26-us, serial/lot #: (B)(4), ubd: 04-mar-2021, UDI#: (B)(4). (B)(4). Product analysis: the valve remains implanted and the dcs was discarded by the customer; therefore, no product analysis could be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26-millimeter (mm) transcatheter bioprosthetic valve with this delivery catheter system (dcs), the valve was fully deployed. As the wires were being pulled back to center the nose cone, the dcs was pulled back prior to being fully centered and caught the frame of the valve. It was believed that the dcs caught the edge of the frame as the dcs was being removed and dislodged the valve. No fluoro images were captured of the dislodgement. Once the dcs was again visible on fluoro, the dcs was retracting through the ascending aorta and it was then observed that the valve had dislodged just above the annulus. The dcs was removed and a second 26mm transcatheter bioprosthetic valve was successfully implanted valve-in-valve. No additional adverse patient effects were reported.